Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The guidewire was received stuck inside the stabilizer and the microdelivery catheter and stabilizer were received separated so no functional testing was performed. There was blood observed in the microdelivery catheter. Visual examination of the returned device revealed that the ptfe was peeled/scraped off on several places between approximately 140.0cm to 150.0cm from the proximal end of the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The device directions for use (dfu) was reviewed and the following was found: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the use error.

Event description:
Analysis of the subject guidewire revealed the ptfe coating was scraped. There was no impact to the patient.